Event description:
The pt (B)(6) received an scs system including an ipg on (B)(6) 2011. It was reported the pt is unable to established communication with the ipg using either the charging system or programmer. Allegedly, the onset of this issue was sudden as no communication difficulties were detected during intraoperative testing at implant. Efforts to resolve this matter with a different charging system and programmer proved unsuccessful. Surgical intervention was undertaken on (B)(6) 2011 to replace the pt's ipg. Effective stimulation was recaptured for the pt followed the procedure.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.